Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 532 mg/dl. The customer was treated for the high blood glucose with syringes. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and found that the cannula is bent. The customer was advised to change the infusion set and reservoir set. The customer's insulin pump passed all test functions and the pump works as designed. No further assistance needed.